Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the eval is completed. See scanned page.

Event description:
Coiling treatment of a ruptured ica aneurysm. It was reported during coil delivery, resistance was encountered inside the catheter. The physician continued to advance the coil into the aneurysm and a loop of the coil protruded through the aneurysm wall. The physician advanced the coil to keep the aneurysm wall sealed. The physician tried to detach the coil without success. The coil was withdrawn and at this time, the pt icp increased. The physician was able to stop the bleeding by packing the aneurysm with add'l coils.